Event description:
Pt on mechanical ventilator. Touched sensor screen to turn flow sensor off for nebulizer and about 10 seconds later vent shut down then vent turned back on self within 3 seconds alarming only low minute volume. Alarm log shows device failure. Error was reproduced on and off pt. Rt stayed with pt and vent was switched out of service. Second episode of this same occurrence with same ventilator.